Manufacturer narrative:
At the time of the incident, the docking plates for the batch carts were misaligned with the height of the carts, making it impossible to easily roll the racks out of the sterilizer and onto the carts as intended. The misalignment was not due to nonconforming or faulty parts. Sterilizer docking plate height has been readjusted and testing was carried out to ensure smooth transition of racks from the sterilizer to the cart.

Event description:
The spd manager reported that an employee's shoulder was injured while trying to lift a sterilizer rack from the chamber onto the transport cart. The employee went to the emergency department to get checked out but was not hospitalized. As of (B)(6) 2024 the employee has not returned to work and is not able to drive nor to lift their arm. The incident is being handled by the facility's occupational care and the injured individual is currently awaiting an MRI.